Manufacturer narrative:
There is a temporal relationship between the event of peritonitis, fluid retention and weight gain and the liberty select cycler and cycler set. It is unknown if the patient was practicing aseptic technique during treatment or if there was a breach in aseptic technique to cause the peritonitis. There is no documentation of a causal relationship between the peritonitis, fluid retention and weight gain and the liberty select cycler or cycler set. There is no allegation of machine malfunction or leak related to this event. Per the pdrn, the fluid retention is most likely related to the peritonitis and not machine related. Based on the available information, a causal event of the peritonitis cannot be determined.

Event description:
Peritoneal dialysis patient contact reported during troubleshooting of a liberty select that the patient was experiencing fluid retention and was treated for peritonitis. During follow up with the patient¿s peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 it was documented that the patient was hospitalized for peritonitis (B)(6) 2018. Per the pdrn, it is believed the cause of the fluid retention was due to the peritonitis and not with the liberty select cycler. It was also stated that there was no overfill by the liberty select cycler. The pd effluent culture was negative, but the patient¿s white blood cell (wbc) count was elevated (values unknown). The patient was prescribed/treated with cefepime (route, dose, strength, frequency and duration unknown). Other hospital course is unknown. It is unknown if the patient continued pd therapy during the hospitalization or if any fresenius products were utilized. Additional information was solicited.

Manufacturer narrative:
The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. All companion samples have been sold and distributed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.